Event description:
The manufacturer received information from a customer that the active exhalation verification pilot pressure test step had failed on trilogy ev300 device. There was no serious patient harm or injury that occurred or was reported. The trilogy ev300 device was evaluated by a philips service engineer (se). The device evaluation found proportional valve and three-way (3-way) solenoid valve had caused the active exhalation verification pilot pressure test step to fail on the device. In conclusion, the device's proportional valve and 3-way solenoid valve were replaced to address the issue. The root cause is confirmed at this time. The device passed all final testing.